Event description:
Patient presented to the physician with redness and elevation at the chest incision site and a rash at the neck incision site. Upon evaluation, the physician identified a suture granuloma. Physician prescribed oral antibiotics.